Event description:
On (B)(6) 2002, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the device had a volar tilt of 12 degrees. On (B)(6) 2019, the filter was attempted to be removed via the right common iliac vein. Operative findings found that the device had migrated and there was tulip configuration. Thrombosis of the right common iliac vein, right external iliac vein, and right common femoral vein was observed. Removal of the device was unsuccessful.

Event description:
On (B)(6) 2002, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the device had a volar tilt of 12 degrees. On (B)(6) 2019, the filter was attempted to be removed via the right common iliac vein. Operative findings found that the device had migrated and there was tulip configuration. Thrombosis of the right common iliac vein, right external iliac vein, and right common femoral vein was observed. Removal of the device was unsuccessful.